Event description:
It was reported that the patient underwent a total knee arthroplasty on an unknown date. During the procedure, the screw holding the head of the impactor sheared off. Another impactor was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. The following sections could not be completed with the limited information provided. Date of event - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the root cause was determined to be due to extensive use of the device and is considered worn beyond useful life.